Event description:
Bottom half comes off into mouth - oral-b [device breakage]. Loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the bottom half of the oral-b toothbrush dual head replacements was loose and then came off right into their mouth after a period of time/use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.